Event description:
Due to the resistance of the stenosis, the stent was dislodged and ended up traveling into the right atrium. After a period of time, it was felt the stent could not be retrieved because it was lodged into the tricuspid valve and we were concerned about potential injury to the tricuspid valve. Therefore, the percutaneous procedure was aborted. The right atrium was opened and inspected. The svc stent was clearly identified across the tricuspid valve annulus and entangled within the tricuspid valve chordal structures. Using a gentle traction, the stent was removed with no damage to the chordal structures.